Manufacturer narrative:
No product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 4 years and 10 months post implant of this 12mm pulmonary valved conduit in a (B)(6) pediatric patient, it was explanted and replaced with an 20mm pulmonary valved conduit. The reason for replacement was not reported. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that the conduit was replaced due to stenosis and moderate regurgitation. It was reported that the distal portion of the conduit was narrowed at the connection between the conduit and the branches of the pulmonary artery. If information is provided in the future, a supplemental report will be issued.